Event description:
It was reported the patient experienced discomfort during placement of lead during the scs trial procedure. Physician attempted to advance the lead for proper positioning, but the patient reported significant pain in her back and leg. Physician made several attempts, but trial was abandoned when patient continued to report pain in the same areas.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.